Event description:
Customer reported that the up button on the insulin pump was stuck and scrolling. Customer stated that they went to bolus and the numbers were scrolling. Customer stated that the keys wouldn't respond. Customer's blood glucose reading at the time of the call was 129 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No stuck buttons or number scrolling anomaly was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.